Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One opened kit with a 4 fr sl groshong nxt clearvue catheter, stylet, and extension set connector assembly. Use residue was observed within the catheter. The sample was flushed with water using a 12 ml syringe and a leak was observed near the 17 cm depth marker. Microscopic observation of the leak location revealed a pinhole. The stylet was visible through the hole. The break surface appeared to be uneven. The catheter was cut longitudinally to observe the inner surface. The surface was observed to be granular and the damage leading to the hole was slightly angled. The damage observed on the returned sample is consistent with damage caused by the stylet; therefore, the complaint is confirmed to be related to the use of the device. The product instructions for use (IFU) cautions, "caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. A lot history review (lhr) of rebq0621 showed no other similar product complaint(s) from this lot number.

Event description:
It was found that there were blisters on the catheter. The device was not used.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebq0621 showed no other similar product complaint(s) from this lot number.

Event description:
It was found that there were blisters on the catheter. The device was not used.